Event description:
The customer reported that the knife blade would not retract during an lar procedure. The blade eventually retracted and oozing occurred. The amount of oozing was described as "very small". Another device was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.